Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The noise reported clinically on the stored electrograms was confirmed. The noise was present on all ventricular fibrillation episodes recorded on the date of implant, (B)(6) 2010. However, no noise was present on any of the channels during analysis of the device. The device passed all electrical testing which tested the device sensitivity and therapy availability. This device performed normally throughout testing, operating as designed. The source of the noise observed clinically is unknown.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during the implant procedure, dft testing was performed. This cardiac resynchronization therapy defibrillator operated normally and successfully converted the ventricular fibrillation. After five minutes, the dft testing was performed again. A wand was positioned on the patient and tachy mode was released. Ravonal (thiopental sodium) was administered. Then cardiac arrest was observed. Stat pacing was attempted to be performed; however, a shock was delivered after a beep sound was heard for battery charge. Then the device recovered to ddd 60ppm operation. According to the electrogram, noise was observed on both channels. The device sensed the noise and recognized it as ventricular fibrillation. The root cause of the noise was unable to be determined. When the issue occurred; fluoroscopy equipment, lights, ECG and a cardioverter defibrillator were working in the operation room. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
--